Event description:
It was reported that the pump module was manually programmed to infuse propofol 30mcg/kg/min (17.6ml/hr). However, the whole bottle of propofol was infused in approximately 5 minutes even though the pump was paused. The event occurred between 0315 to 0330, nurse had just spiked and changed the tubing out and noticed that the patient was a little more agitated and check the roller clamp on the tubing and it was clamped, so the nurse unclamped it (but pump was not beeping for downstream occlusion). A few minutes later, the patient's began to drop, so the nurse paused the pump and the patient was given neo-synephrine and other medications to increase the systolic blood pressure. Once the patient was stabilized (only a few minutes), the clinicians saw the entire bottle of propofol had bloused into the patient. The clinicians retraced the lines afterwards and everything was working fine once they changed the channel.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the pump module was manually programmed to infuse propofol 30mcg/kg/min (17.6ml/hr). However, the whole bottle of propofol was infused in approximately 5 minutes even though the pump was paused. The event occurred between 0315 to 0330, nurse had just spiked and changed the tubing out and noticed that the patient was a little more agitated and check the roller clamp on the tubing and it was clamped, so the nurse unclamped it (but pump was not beeping for downstream occlusion). A few minutes later, the patient's began to drop, so the nurse paused the pump and the patient was given neo-synephrine and other medications to increase the systolic blood pressure. Once the patient was stabilized (only a few minutes), the clinicians saw the entire bottle of propofol had bloused into the patient. The clinicians retraced the lines afterwards and everything was working fine once they changed the channel.